Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hyperglycemia, with a blood glucose reading of 578 mg/dl. The customer's father stated that prior to the event, the customer had been experiencing unexplained high blood glucose levels. The customer's father also stated that the customer uses a quick-set infusion set and last changed his infusion set the day of the event. The customer's father mentioned that the doctor believes the insulin pump is not functioning properly. Programming was correct. Troubleshooting was performed and the insulin pump passed the fixed prime and the high pressure tests. Nothing further was reported.